Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers ramping or scroll bar moving during testing. The insulin pump was received with broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the numbers were ramping or the scroll bar was moving up or down with no input from the user on the insulin pump. Customer's blood glucose level was 409 mg/dl. Insulin pump will be replaced. Issue happened during normal use. Customer was asked to return the pump for analysis. No further details given.